Event description:
The customer reported that the unit was leaking cidex opa from a broken hose clamp on the main pump valve. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found a loose tube on main pump valve. The fse installed hose clamp. The fse ran a test cycle. At this time aer meets manufacturer specifications.